Event description:
Smelled like burning metal while using. I had been sleeping, and the smell woke me up. Checked water reservoir to ensure it had not run dry but it had plenty of water. Went back to sleep. Woke up again to the smell and looked up why smell was happening online and then knew I needed to turn off unit and unplug it. This is frustrating for two reasons: 1. I need my CPAP to sleep soundly with sleep apnea. It will take a month or longer to see a dr and get a new one. All while getting poor quality sleep. 2. This dreamstation 2 unit is a replacement unit provided to me as part of a recall instituted by phillips. So their first and second units aren't made right. This is irksome, to be sure, and is causing me a huge problem with lack of quality sleep until I can get a new unit. Ref report: mw5163206.